Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a saphenous vein graft. A 3.50mmx15 mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 13 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries was reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has a 12mm longitudinal tear starting at the balloon waist. Product analysis confirmed the reported event. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a saphenous vein graft. A 3.50mmx15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 13 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries was reported.